Event description:
(B)(6) - it was reported by the consumer that the m41 power wheelchair seat base weld to the post was broken, and the joystick would not function on reverse mode. Additionally, the patient alleged that while puling forward into the medical van, the unit collapsed and the user fell, resulting in a head injury. Medical attention was sought . Similar event was reported on (B)(4) 2012, and MDR report # 40103 was submitted.